Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while loading the cartridge with insulin using multiple needles. Customer successfully filled cartridge after changing syringe needle. Customer's blood glucose was 86 mg/dl.